Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received three no delivery alarms from products from the same lot. Customer's blood glucose was 20 mmol/l. Customer was able to resolve no delivery with a complete set change.